Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.

Event description:
The lay user/patient called lifescan (lfs) and alleged that her meter was reading inaccurately high. The patient obtained a result of 220 mg/dl on her meter. She reported no symptoms at the time of testing. She reported a lab test that was performed within 10 minutes later and the lab result was 102 mg/dl. No treatment was reported. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. Two contol solution tests were performed, both failed. A replacement meter has been sent.